Manufacturer narrative:
Date of death- estimated as it was noted that the patient passed away in june, thus, a date in june was estimated. Date of event- estimated as it was noted that the patient passed away in june, thus, a date in june was estimated.

Event description:
It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. Following complications during the procedure, the patient died.